Manufacturer narrative:
Hillrom attempted to arrange a site visit to inspect the surveyor central system however the customer informed us that the device no longer needs repair. Issue was resolved by the customer. Therefore no investigation into the reported malfunction could be performed. There was no serious incident reported and should this malfunction recur, it is unlikely to cause or contribute to a serious incident for the reasons stated above. Therefore, hillrom does not consider this complaint reportable.

Event description:
The customer reported that the surveyor central has intermittent connectivity issues, and it alarms continuously once restarted. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Hillrom is in the process of arranging a site visit to inspect the surveyor central system. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that the surveyor central has intermittent connectivity issues, and it alarms continuously once restarted. This report was filed in our complaint handling system as (B)(4).